Event description:
The patient's precision system was explanted due to a systemic infection at the pocket site. Patient was treated with antibiotics.

Manufacturer narrative:
The devices were discarded by the medical facility, and will not be returned for evaluation.